Event description:
It was reported that the device was used during an unk procedure. The device failed to fire: no cutting or stapling. The second device did not staple the patient's suture line some bleeding occurred. Unk how case was completed. There was no consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results showed that the cs40b device a was received in good visual conditions and with a cartridge loaded in the device. The cartridge was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The analysis results showed that the cs40b device b was received in good visual conditions and with no cartridge loaded in the device. The device was tested for functionality with an engineering sample cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. It should be noted that all devices are inspected 100% for staple presence by a vision system. In addition, at finished goods the devices are visually inspected based on a sample. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.